Event description:
The chuck key for the clavicle pin chuck does not fully engage preventing the chuck from being tightened. Surgery was delayed approx 30 mins due to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.